Event description:
Shortly after the placement of trial leads, the patient was hospitalized with an epidural abscess. The patient was treated with IV antibiotics. The patient has since been released from the hospital and will be implanted with an advanced bionics spinal cord stimulator in the future.

Manufacturer narrative:
The explanted products were discarded by the surgical center and will not be returned for evaluation. The patient's abscess has reportedly cleared. This is final report.